Event description:
The hospital reported that toward the end of an endoscopic vein harvesting procedure, the hemopro's c-ring came off inside the patient's tunnel. The c-ring came off at the metal wire where it attached to the c-ring and it occurred at the beginning of the tunnel so the physician assistant used a pair of hemostats to retrieve the c-ring from the incision. A replacement device was not necessary since the procedure was completed. There was no further patient complication reported by the hospital.

Manufacturer narrative:
Investigation results: the device was received with the c-ring split (broke) in half. The broken c-ring half was still attached to the slider wire which easily extended and retracted from the cannula. The other broken c-ring half which was attached to the scope wash tubing was not returned with the device. A visual inspection suggests that the c-ring was subjected to a heat source long enough to melt and subsequently split the c-ring into two pieces during clinical manipulation. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to the failure mode.